Manufacturer narrative:
The iab was returned with the catheter tubing cut and completely separated near the rear seal. The remaining portion that included the membrane was not returned. Dried blood was observed on the interior and exterior of the catheter. An underwater leak test of the returned portion of the catheter tubing and balloon was performed but the leak could not be located. We were unable to test the complete iab catheter for the reported difficulty to remove due to its returned condition. The evaluation confirms the reported damaged component. A device and lot history record review and trend evaluation was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the balloon would not advance past the iliac artery. Customer operated pta (percutaneous transluminal coronary angioplasty) by guide wire. The balloon still could not withdrawn with introducer sheath and the catheter fractured. Part of the balloon was removed but balloon still remained in patient. Patient was transferred to another hospital for cutting down surgery and removal of balloon.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID : (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the balloon would not advance past the iliac artery. Customer operated pta (percutaneous transluminal coronary angioplasty) by guide wire. The balloon still could not withdrawn with introducer sheath and the catheter fractured. Part of the balloon was removed but balloon still remained in patient. Patient was transferred to another hospital for cutting down surgery and removal of balloon.